Event description:
It was reported that the r-wave amplitude and pacing lead impedance had decreased. X-ray confirmed the lead was dislodged. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.